Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus tip position on the touchscreen was out of calibration. Analysis also noted that the cooling fan was noisy, the cord bay latch was broken, and the stylus was missing. The touchscreen connector was cleaned, reseated, and the parameters were reset. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus required calibration and the stylus could not be calibrated using the calibration disk. The programmer was returned for service. No patient complications have been reported as a result of this event.